Event description:
It was reported during embolization procedure for a wide-necked aneurysm in the posterior communicating segment of the left ica when the subject stent was advanced inside the microcatheter, there was resistance during delivery. When the physician retracted the stent, it was found stuck at the tail end of the microcatheter and deployed. The stent was removed and replaced. The procedure was completed successfully with no clinical consequences to the patient.